Manufacturer narrative:
The company service representative examined the system and confirmed the reported event by confirming that system message (sm) (incompatible version numbers within the laser submodel. Laser functions will be disabled) was displayed. However, the reported event could not be replicated. As a preventative measure, the printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported there was poor laser power. Patient impact and event timing is unknown. Additional information has been requested but not received.